Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer representative (rep). Ins erosion was reported. It was noted that the patient was obese, and the ins was implanted in the upper buttock area. The whole system was explanted, and the issue was resolved. The patient was alive with no injury. The explanted product was discarded by the customer and it was noted that the product would be replaced in the future with the manufacturer¿s product. The issue occurred during normal use on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The hcp reported that the patient was experiencing a lot of swelling and tender to the touch. The hcp reported that the patient felt like there were needles sticking it due to the swelling. The hcp reported that the patient said the ins felt warm to the touch. The hcp reported that when the patient walked, she needed to place her hand over it because it was jarring. The hcp reported that there was no change to stimulation, charging schedule or position of the ins in the pocket. The hcp reported that there was no mention of whole body fever, just warmth at the ins pocket site. The hcp reported that there was a patient fall that could be related to this issue. The hcp reported that the patient had an appointment on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the reported issues was unknown - unable to be determined.. Patient had not returned to clinic or called back. Hcp called and left message with patient. Patient did not show up for the last appointment. The resolution of the issue was unknown. Patient's weight was unknown. No further complications were reported/anticipated.